Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s pocket did not heal after initial implant. After sterilization, the wound did not heal and was noted to be red. Blood tests and bacteria tests showed no signs of infection. The physician believed it was due to the patient¿s fat liquefaction. The implantable cardioverter defibrillator and right ventricular lead was explanted. Patient was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.